Event description:
It was reported that subsequent to the implant of a protegen sling, the patient "began to experience abdominal pain and continued incontinence which led to the removal of the device." There is no further information available on this case and the device was not returned for evaluation.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced tissue erosion, infection, discharge and urinary tract infections.